Manufacturer narrative:
Evaluation summary: the device was returned to medtronic and the analysis has been completed. The distal section of the device was returned in two sections. The proximal shaft was not returned. It had detached at the proximal side of the proxima/distal joint. The second break point was 10.1cm distal to the distal tip. There was bunching and severe kinking present along the shaft. The distal section of the device measuring 10.1cm was patent; balloon had previously been inflated but now was deflated. The stent was not present but crimp/bake impressions were evident on the balloon. The other section of the distal shaft measured 28.6cm. The 1st break point was approximately 5.9cm proximal to the balloon bond. Both inner and outer shafts have a clean cut, no stretching or necking was visually evident. The proximal cut section was not patent and shaft was stretched, twisted and damaged. In total the joined sections of shaft from the balloon bond to the proximal/distal bond measured 35.3cm. The proximal/distal bond was intact. There were tails of material present indicating that there was stretching at this point the most likely contributed to the shaft breakage. Based on the details provided of the event, the detachment of the proximal shaft appears to have occurred when "they pulled hard" to remove the device when "the pt became ischemic". The stretching to the returned section most likely occurred because of the device being pulled hard. Communications from the account have indicated "they did not give enough time to let the balloon go down due to the pt being ischemic." This most likely indicates that the negative pressure was not pulled on the device for a sufficient length of time to allow full deflation to facilitate ease of removal.

Event description:
A 3.0mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was implanted into a pt for the treatment of an lad lesion. It was reported that the lesion had diffuse calcification. The lesion was pre-dilated. An endeavor 3.0 x 18 drug-eluting stent was successfully implanted in a circumflex lesion. It was reported that the endeavor drug-eluting stent was inserted and the balloon inflated; the pt became ischemic. The physician pulled negative, the balloon would not deflate. It was reported that the physician tried to remove the delivery system; however, the balloon was caught on the stent. The physician pulled the delivery system back aggressively when the balloon broke off in the pt. The physician attempted to snare the balloon; this was unsuccessful. The pt was sent to surgery where the balloon was removed. The pt was reported to be fine and no clinical sequelae have been reported.